Event description:
Blue cap became disconnected from patient IV causing bleeding which was immediately identified by nurse. Replaced with new cap. Blue cap was not loose when IV was initiated. Staff do not know why this event occurred; do not believe patient attempted to remove/loosen the cap. Opening in the IV tubing presents increased risk for infection. No additional medications or treatments required for this patient during this hospitalization because of this event